Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient had urgent abdominal surgery due to the internal probe perforating the intestine at several points. The peg and pei probes were removed during surgery and everything was left fine. The patient received treatment with a subcutaneous infusion of fosle vodopa and was treated with intravenous antibiotic and analgesics and an absolute diet. On (B)(6) 2025, it was reported that the analgesics were withdrawn and the patient was progressing well. The device was discarded.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.